Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that about six months ago they had an MRI and had another MRI about 3 weeks ago. Patient confirmed that they did place the implant into MRI mode prior to the scan and then has deactivated afterwards. Patient said that since MRI hasn't had as good symptom control. Patient said they noticed bruising on back about a couple days ago and said also has a fever and back pain has been worse then last couple of weeks, and pain is more on the right side. Patient did mention that MRI was of hip to investigate potential tumor and said does have 4-5 bulging discs. Patient was redirected to their managing physician for a device check and possible imaging.